Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted at the anterior2/posterior2 leaflets (a2/p2). A mitraclip xt was implanted medially to the 1st clip. After deployment, a single leaflet detachment (slda) had occurred for the xt clip. The clip was no longer attached to the anterior leaflet but remained stable on the posterior leaflet. Per the physician, this was likely caused by a cleft in the tissue in the area. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.